Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: catalog# 00599003710 distal femoral augment block precoat may be used with posterior and/or anterior blocks size g 5 mm augment with screw lot # 63318644 catalog# 00597206535 all poly patella size 35 mm dia. Standard 9.0 mm thickness lot # 63913668. Catalog# 00598004702 tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using lot # 63681323. Catalog# 00598801116 stem extension straight long 16 mm dia x 155 mm length(combined length 200 mm) lot # 63552487. Catalog# 00599003710 distal femoral augment block precoat may be used with posterior and/or anterior blocks size g 5 mm augment with screw lot # 63255845. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision approximately 3 months after initial surgery due to lack of constraint. The articular surface was replaced and the knee was washed out.

Manufacturer narrative:
Visual inspection of the returned articular surface showed signs of wear (nicks and gouges). Dimensional analysis showed that the device is within specifications per the print. The device history record was reviewed with no deviations / anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.